Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached. The device was removed, and procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h10: the returned endovive standard peg kit push method was analyzed. Upon visual assessment, it was observed that the thermoformed tubing was detached from the connection assembly. Therefore, the complaint is confirmed. Based on the condition of the returned device, engineers determined that thermoformed tubing was detached from the connector. Possibly due to an excess of pull force; perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to this event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached. The device was removed, and procedure was cancelled due to this event. There were no patient complications reported as a result of this event.